Manufacturer narrative:
H3: product analysis of unknown tool with unknown lot: evaluation confirmed that the tool was observed to be broken at the distal end (tip) within the fluted portion of the tool and also markings were not visible. The most likely cause of failure is due to tool sustained impact damage, which is likely related to insufficient support at the distal end of the attachment, attribute to the distal bearing failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of bearing detachment and removal difficulty. It was reported there was no patient involvement. Repair is being escalated to product event due to reason for the return.

Manufacturer narrative:
Pli-10 product ID-asmc, serial number (B)(6): evaluation could not reproduce the reported malfunction of bearing detachment. However it was noted that tool is stuck and distal bearing was corroded. Pli-20 product ID-pss unknown tool and lot number-unknow: no evaluation was performed, device was returned and the evaluation anticipated but not yet begun. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asmc, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.